Event description:
The pt was in the hosp for an outpatient procedure. An IV was started using the johnson & johnson protectiv catheter cat. #3056. The catheter was started by a student nurse under the supervision of an rn. The technique for starting the IV was acceptable per protocol according to the supervising rn. The IV was observed to have infiltrated at the start of the procedure. When the IV was dc'ed, it appeared that a small piece (1mm) of the catheter had seperated from the tip and possibly migrated into the pt. The missing section of the catheter was not recovered.